Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
Issue description: the customer reported to nobel biocare on (B)(6) 2019 that on (B)(6) 2019 the 'drill tapered 3.5x13mm' was used on a patient and stainless steel residue from the drill was housed in the patient's bone. The customer indicated that no patient injury occurred and informed nobel biocare on (B)(6) 2019 that the patient has not experienced any adverse effects, however the stainless steel residue is material not intended to stay in the body (i.e. Foreign body reaction). The stainless steel residue may potentially contribute to implant failure (of implants nearby) in the future which could result in an injury and require medical intervention. Investigation: the instructions for use (IFU) makes the customer aware that the tooling must be maintained in good shape. The sterilization guideline informs the customer that for drills a functional check must be performed during cleaning, and damaged, dull, worn out tools must be disposed. The IFU also states that there is no maximum number of uses defined as this depends on several factors. However, it is made clear that these devices must be replaced at end of serviceable life. The customer informed nobel biocare that they used the drill more than 15 times prior to the event. Root cause: the returned product was received opened and used by nobel biocare. The customer was unable to provide material number. Visual inspection and measurement were used to identify the correct material number. Visual inspection showed a drill tapered with debris on the latch and blades. The instrument appeared worn. The blades were damaged. The customer was unable to provide the correct batch number. Therefore the complaint history could not be reviewed for a possible trend. The issue was most likely caused by recurrent and improper use.